Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle appeared to be "clogged" while loading insulin in the cartridge as insulin could not be injected into the cartridge. Syringe and needle were changed out. Customer declined to provide further information. There was no reported impact to customer's blood glucose level.